Event description:
It was reported that pump motor drive off post alarm occurred. No additional information available. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal on the bottom case and plunger assembly removed. The lower left front corner of top case had a big crack. A review of the event history log (ehl) found evidence of pump motor drive off post, and also a battery depleted alarm in the history. Functional testing using power up was performed and during testing, the pump motor drive off post error was not duplicated. An alarm can occur if the pump is operating on battery power, and the battery is nearly depleted. Battery depleted alarm was identified in the ehl. The root cause of the problem was that the user did not recharge the battery pack after depleting it. To resolve the problem, the battery was replaced. UDI number is unknown. No product information has been provided to date.